Event description:
On (B)(6), 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis and abdominal aorta replacement with a vascular graft. During the same procedure the right axillary artery to the left axillary artery bypass surgery was also performed. The patient tolerated the procedure. No adverse event was reported. On (B)(6) 2015, the patient expired due to multiple organ failure (mof). It was reported that the patient had a shaggy descending thoracic aorta, and the patient's abdominal aortic wall also had significant thrombus. The physician suspected multiple embolism as the cause of the mof. The physician also stated that the supra renal clamping performed for the abdominal aorta replacement may be the direct cause of the embolic shower. But the root cause is unknown.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to embolism and death. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.